Event description:
The recipient is reportedly experiencing open electrodes following a car accident in (B)(6) 2023. The recipient is presenting with decreased performance. Device testing confirmed open electrodes. The recipient also presented with a bruise next to the implant. The recipient ceased device use for 3 months.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed device use. Device testing was within normal limits. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.